Manufacturer narrative:
A steris service technician inspected the sterilizer and found it to be operating properly. No issues were noted and the sterilizer was returned to service. A steris clinical education specialist performed in-service training on the proper use and operation of the sterilizer. During in-service training, the steris clinical education specialist identified that the sterilizer's chamber required cleaning. Steris reiterated the importance of following proper cleaning procedures per the operator manual, section 8.

Manufacturer narrative:
The employees were not wearing proper ppe, specifically gloves, during the time of the reported event. The operator manual states, (pp. 6-14), "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that after a completed cycle an employee removed an instrument pouch from their v-pro sterilizer and obtained a burn and discoloration on their left hand. A second employee made contact with the instrument pouch and also obtained a burn. Both employees rinsed their hands under water and sought medical treatment.